Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Retention samples were evaluated, no defects were found that could be related to the defect reported. A device history report was completed with no defects reported. Investigation conclusion: the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Root cause description: a root cause could not be determined. Retention samples were evaluated, no defects were found that could be related to the defect reported. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 309657, batch no: 8222981. It was reported that during use of the syringe 3 ml ll 200 s/c insulin leaked at the needle hub "needle syringe connection point." The following information was provided by the initial reporter: customer reported the syringe was leaking from where the needle connects to the syringe, while injecting insulin into the cartridge.

Event description:
Material no: 309657. Batch no: 8222981. It was reported that during use of the syringe 3ml ll 200 s/c insulin leaked at the needle hub "needle syringe connection point". The following information was provided by the initial reporter: customer reported the syringe was leaking from where the needle connects to the syringe, while injecting insulin into the cartridge

Manufacturer narrative:
H.3. Reason code for no evaluation: other h.3. If other specify: see section h.10.